Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones as it was exhibiting high out of range shock impedance measurements of greater than 400 ohms. Oversensing of noise was also observed. An x-ray taken showed the electrode had fractured. At this time, tachy therapy has been programmed off and the s-ICD remains implanted in the patient. No adverse patient effects were reported.